Event description:
It was reported that during use in a surgery, the crosslink driver had two cracks in the tip and did not function properly. There were no patient complications.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.